Event description:
Pt in pheresis for photopheresis tx. Pt has right ij trifusion and lines were being flushed. Red lumen had broken clip that was replaced by a temp clip. Rn unfamiliar with temp clip and asked the pt to please operate the clip. Line was cleaned with chloraprep, uncapped, cleaned again. Pt unclipped line, heparin withdrawn and reclipped. End wiped with chloraprep to remove any blood, unclipped and flushed with saline and reclipped by pt. Pt sat up and shirt went part way down covering catheter and he said "he felt funny." I asked if he felt faint and he said "yes". I noticed blood on his shirt and lifted it to see if the line was clamped. It was but it was still leaking so it was immediately clamped with our blue hemostats which stopped the bleeding from the temp clamp that did not (clamp the line) sufficiently. Pt became sob, vs taken and he was placed on nasal o2 and stat EKG done. Code called. Pt conscious thru entire time. Wife notified. Pt transferred by ambulance to ER.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.